Event description:
It was reported that following the implant of the device system, the pocket incision did not heal appropriately and reopened twice with discharge. The device system was explanted. During explant, it was noted that the pocket was badly bruised and there was evidence of infection. Cultures were taken and the patient was treated with antibiotics. A new device system will be implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.